Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer for evaluation. Attempts to obtain further information was unsuccessful. Our analysis is accordingly based on our knowledge of the product. Results: without the return of the complaint device we are unable to determine what caused the problem observed by the customer. A lot check could not be performed as no lot number was provided. Conclusion: the oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These portcaps have sufficient retention to remain in place with pressure inside of the mask during therapy. It is possible that the patients were pulling the caps off from the mask and the ports were lost if they were completely detached. Without the return of a complaint mask or additional information regarding the setup, it is not possible to determine what caused the port caps to come off of the masks or if the port caps or ports were out of specifications or damaged.

Event description:
A hospital in (B)(6) reported that the ports of the rt040 hospital full face non-vented masks are "coming off." No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the ports of the rt040 hospital full face non-vented masks are "coming off". No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to obtain further information with regard to this complaint. We will provide a follow up report upon completion of our investigation.